Event description:
It was reported that the implanted pacemaker exhibited farfield r-wave oversensing that led to inappropriate mode switching. Technical services discussed sensitivity settings and options for reprogramming. The pacemaker remains in service and no adverse patient effects were reported.